Event description:
It was reported that the patient presented to the hospital for an unrelated reason. Upon interrogation, it was noted that the implantable cardioverter defibrillator was in backup vvi mode due to magnetic resonance imaging (MRI). The device was not programmed into MRI mode prior to the MRI. It was noted that shock therapy was disabled due to the backup. The device was restored successfully. The patient was in stable condition.